Event description:
Drug/diluent: neopogen / d5w, albumin. Fill volume: 20 ml. Flow rate: 50 ml/hr. Procedure: neupogen delivery after chemotherapy. Cathplace: PICC. (Please reference (B)(4)/2026095-2013-00166 (initial complaint). A pharmacist reported that a pt experienced a total of three incidences of side effects while using eclipse pump with neupogen infusion. This incidents occurred on (B)(6) 2013, it was the second pump connected to the pt at pt's home. The pt was asleep but woke up to vomit. Timeline for clarification of events per pharmacist. On (B)(6) 2013, (reported on initial complaint ref # (B)(4)-2026095-2013-00166). Pt received first dose at home. Pt was anxious and vomited 2xs as soon as clamp was opened. Infusion completed. On (B)(6) 2013, (ref. Comp(B)(4) 2026095-2013-00172 (this report) 2nd home dose given while pt was sleeping, pt awoke to vomit. Pt admitted to hospital that evening for fever/neutopenia. It is unclear whether this dose was completed. On (B)(6) 2013, (ref # comp-(B)(4)/2026095-2013-00166) eclipse dose compounded by intramed plus administered in hospital during pt's admission. Pt had difficulty breathing, itching, and vomiting. On (B)(6) 2013, pt received neupogen at same dose/concentration compounded by intramed plus in baxter intermate while still inpatient at hospital. Pt did not have reaction to this or subsequent doses.

Manufacturer narrative:
Method: the suspect device will not be returned to the MFR for an eval and investigation. The lot number was not reported for the device. Results: results are not available as no methods were performed. A lot number was also not obtained therefore, the device history record (DHR) cannot be reviewed. Conclusions: there is currently no evidence that the device malfunctioned or contributed to pt symptoms; however, investigation is ongoing. Pt symptoms of nausea vomiting, dyspnea and anxiety may be attributed to a variety of factors and not device related. Pt was undergoing chemotherapy and nausea/vomiting as well as dyspnea may be due to the underlying malignancy or cytotoxic chemotherapy. Per the drug product insert, allergic-type reactions have also been reported with neupogen and occur most frequently in pts receiving neupogen IV and may involve respiratory symptoms such as wheezing and dyspnea. Pending the results of the investigation, a f/u MDR will be submitted if it is determined that there is new info relevant to the root cause of this complaint. In this case, the user did not followed the directions for use (dfu). . The pump was underfilled to 20ml. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.